Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0297053. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system the safety mechanism fell off. The following information was provided by the initial reporter. The customer stated: "safety needle was found to be fallen off after the packaging was opened in radiology department." 2021-10-13 received update from sales representative, event description updated as follows: the radiology teacher used 20ga indwelling needle to the patient, but the safety device fell out during the needle withdrawal process, which failed to achieve the protective effect."